Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Device was not dropped or exposed to a magnetic field. Blood glucose value was 14.3 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. No button error alarm during testing. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.